Event description:
It was reported that the caller experienced cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump with guidance from technical support, resolved the issue, and started a new sensor session without further problems.